Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. While on support there were placement signal issues that did not affect the patient. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data log review showed the placement signal drifting upward but not going out of range. The pump flow dropped to zero after displaying a downward trend, correlating with the upward placement signal trend. The product was returned and underwent a dp investigation, as the log review indicated an issue with the dp sensor, not the optical sensor. No physical damage was observed on the returned product. There were no abnormalities found during electrical testing. The pump was run in a pressure flow loop test, during which the sensor drift was reproduced within the first hour of operation. The lab reproduction mirrored the field logs, with the placement signal drifting downward before going out of range. The reported failure mode of the optical signal issue was changed to a placement signal issue, as the dp sensor was causing the issue to the placement signal and pump flow. The root cause of the placement signal issue was sensor drift. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.